Manufacturer narrative:
(B)(4). Device evaluated by MFR: the subject device was implanted and remained in patient.

Event description:
It was reported that the next day post an off-label stenting procedure to treat a stroke, the patient died. No further information is available.

Manufacturer narrative:
The device history record review could not be performed since the lot number was not known. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. It was stated in the event description tht there was off label use of wingspan device to treat stroke that happened a day before use of device. The reported events are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the next day post an off-label stenting procedure to treat a stroke, the patient died. No further information is available.